Manufacturer narrative:
(B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens removed and replaced intraoperatively with a longer length lens. Problem resolved. Cause of event was reported as unknown.